Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient programmer was ¿not registering the vibration.¿ it was noted that the light on the patient programmer came on, but the vibration does not come on. The patient confirmed they were not feeling stimulation. It was clarified that not vibrating meant the patient programmer was not working. The poor communication screen was also reported. It was also stated that the poor communication screen was what the patient meant when they said the patient programmer was not registering vibration. It was noted the patient programmer could not sync with and without the antenna. Additional information was received and the patient reported they received a replacement patient programmer, but was still getting the poor communication screen. It was reviewed that the patient should make an appointment with their healthcare provider to have the ins checked.